Event description:
It was reported that a flame occurred at the pressure reducer when the oxygen cylinder was opened, partially burning the sealing ring. No injury to any person (patient or user) was reported.

Manufacturer narrative:
The investigation was based on the evaluation of the available information. Additionally, information from comparable cases were considered as well. Based on the investigation, the reported event could be confirmed. In comparable cases with a similar failure pattern, it could already be shown that the cause was not due to a device failure. Therefore, a use error must be assumed. If the cylinder connection is not completely tightened before opening the valve and the gas escapes through a leak, heat may be generated, and thermal damage to components and burns to persons involved may occur. The device-specific instructions for use contains a corresponding warning and remedial measures. All alduk series have passed the normative test for resistance to burnout when exposed to oxygen pressure surges ("bam test") and are approved according to iso 10524-1:2006. The dimensions and sizes of the alduk cylinder connection in the version for the german market comply with the applicable standard din 477-1. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a flame occurred at the pressure reducer when the oxygen cylinder was opened, partially burning the sealing ring. No injury to any person (patient or user) was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a flame occurred at the pressure reducer when the oxygen cylinder was opened, partially burning the sealing ring. No injury to any person (patient or user) was reported.